Event description:
It was reported that the patient presented with his inflatable penile prosthesis device not working properly. After inspection, the physician identified there was a crack in the tubing between the right cylinder and the pump. The pump was explanted, and a new pump was implanted. There were no patient complications.

Manufacturer narrative:
Upon receipt at of the inflatable penile prosthesis (ipp) pump at our quality assurance laboratory, the returned component underwent a thorough analysis. The pump was visually inspected, leak tested, and functionally tested. Visual examination found the tubing had been cut down to the pump block. No tubing was returned for analysis. Leak testing found there were no leaks. Functional testing found the pump did not pass the activation test. Based on the information available and analysis results, the pump not passing the activation test could have caused or contributed to the reported clinical observation of the device not working properly.

Event description:
It was reported that the patient presented with his inflatable penile prosthesis device not working properly. After inspection, the physician identified there was a crack in the tubing between the right cylinder and the pump. The pump was explanted, and a new pump was implanted. There were no patient complications.